Manufacturer narrative:
Updated to reflect the patient's approximate weight per the reporting healthcare provider. Updated to reflect the information received on 2017-aug-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-aug-17 from the initial reporter hcp. It was reported again that the patient had recently moved and was unable to find a managing physician to manage the pump who would take the patient's insurance. The hcp noted that they understood that the patient's pump could alarm when low but not empty. However, the cause of the pump alarm was unknown and the alarm was considered non-continual. The patient agreed to oral medications after joining the hospice facility and the medications were managing the patient's pain well. It was being considered to have an outside service silence the pump alarm and fill the pump with saline. However, the outside service would not accept the patient's insurance and required an order form from the manufacturer. The hcp made inquiries regarding order forms for insurance purposes from the manufacturer. The hcp also provided an approximate weight for the patient. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 45 mg/ml of morphine at 6.2 mg/day via an implantable pump for malignant pain. On (B)(6) 2017, it was reported that the patient missed a refill and their pump was alarming. According to the patient's hcp, the patient had recently moved and did not have an hcp to manage the pump who would take the patient's insurance. The patient missed a refill and their pump was alarming. The patient was experiencing pain. The hcp questioned if a manufacturer's representative could come to the patient's house and disable the alarm. The patient was being treated with oral pain medication. It was confirmed that a manufacturer's representative was not able to come to the patient's home and that the patient would have to go to a healthcare facility under the guidance of an hcp for a manufacturer's representative to be involved. It was noted that the patient was on hospice. No further complications were reported.